Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00946. It was reported the patient is not receiving effective relief for her pain. Diagnostic testing revealed high impedance readings on several of the patient's lead contacts. Reprogramming was unable to completely resolve the issue. Consequently, the patient will consult with the physician regarding surgical intervention as the next course of action.